Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that catheter break occurred. The target lesion was located in the circumflex artery. An opticross imaging catheter was selected for use. During procedure, when they were going in with the device inside the patient's body, it was noted that the device bent and broke. The procedure was completed with a non bsc device. No harm to the patient. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1 (B)(6).

Event description:
It was reported that catheter break occurred. The target lesion was located in the circumflex artery. An opticross imaging catheter was selected for use. During procedure, when they were going in with the device inside the patient's body, it was noted that the device bent and broke. The procedure was completed with a non bsc device. No harm to the patient. No patient complications were reported. It was further reported that about 95% stenosed target lesion was located in the 90 degree torturous vessels with a mixed plaque and calcium circumflex artery. The patient was stable.